Event description:
It was reported that a patient experienced peritonitis manifested by cloudy peritoneal effluent and was hospitalized for the event. The home patient was started on (unknown) antibiotics for a week and within seven days the peritonitis came back. The doctor restarted the home patient on (unknown) antibiotics for an additional two weeks and one week later the home patient experienced a touch contamination while trying to disconnect while cooking. The doctor again started the home patient on (unknown) antibiotics. The patient recovered from the peritonitis and was retrained in proper aseptic technique. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This complaint for a report of use error - breach in aseptic technique is confirmed, because it was reported that there was a breach in aseptic technique; however, the assignable root cause could not be determined, since we are unsure why the patient had a breach in aseptic technique. A labeling review was completed and determined that the instructions provide sufficient level of detail on preventing use error - breach in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional information becomes available, a follow up report will be submitted.